Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient claimed the implanted device hasn't worked since 3 months post implant. The patient said they do not see a medical doctor for the device anymore because it doesn't work. Technical services reviewed MRI information with the caller. The caller would follow up with the patient and the managing doctor. No symptoms were reported. No further complications were reported or anticipated.